Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that prior to the therapy, the patient was at least able to strain to void on their own, and now the patient could not void on their own. Additional information was received two days later. It was reported that the patient occasionally felt a sharp pain in their stomach, felt as if they had to go but was unable to, and felt as if they may have a ut; it was unclear what was meant by ut. The patient changed from program 3 to program 1. Additional information was received on (B)(6) 2017. The patient experienced constipation and changed from program 1 to program 2. No further complications were reported/anticipated.